Event description:
During attempted deaccess of catheter, all but 4cm came out. The pt was taken to ER where x-ray was done which showed the catheter had a "peculiar bend" in it but no knot. A vascular surgeon was called in. The site was injected with 1% lidocaine & the surgeon yanked hard on it & it came out. There was slight bruising at the site.